Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) was analyzed and found to and the reported issue was not replicated. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed on our printed circuit assembly (pca) test system. Started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues. The complaint was not confirmed based on failure analysis. The generic power distribution (gpd) was analyzed but the reported failure could not be replicated. In-house fa: the gpd was returned for failure analysis and the reported issue was not replicated. Upon visual inspection, no issues were found that would be related to the reported event. In logs, no data was found to indicate that the fault had occurred the field. The gpd board was installed on the pca si test system and was powered showing no errors. Conducted the vision test and verified that the monitors are working. Verified the power switches and epo buttons worked. The voltage and current status are normal. Installed instruments to the psc and used to the surgeon console to test the movements. Conducted 15 power cycles and a 5-minute sine cycle with no issues. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. As a precaution, this unit will be sent to the vendor for ict test. The complaint was not confirmed based on failure analysis. The probable root cause was not determined. This unit will be returned to OEM for additional testing and for potential repair.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) and generic power distribution (gpd) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the products involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the left eye of the high-resolution stereo viewer (hrsv) was black. The customer replaced the endoscope and verified that the image on the touchscreen was proper but the hrsv still had the same issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle and hard power cycle the surgeon side console. The system powered on without further errors but the left eye on the hrsv was not fixed. The customer continued the case with the remaining one eye and stated that they may swap out the console. The procedure was completing as planned with no reported injury.